Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 6:30 pm for a high blood glucose level of 596 mg/dl and diabetic ketoacidosis. The customer stated that there were no significant events that could have led to the issue. The customer stated that their insulin pump works fine and that the cause of the high blood glucose may be the infusion sets. No further information was provided.